Manufacturer narrative:
Nextremity solutions became aware of this event when an employee heard a sales representative mention an incore lapidus removal. During follow-up communication, the sales representative reported that fusion had been achieved, and that the patient had requested the device to be removed because the post was "proud" and could be felt by the patient. There was no alleged malfunction or deficiency with the device.

Event description:
A patient was implanted with the incore lapidus system. Some time after surgery, it was reported that fusion was achieved and that the patient requested for the incore lapidus system to be removed. The incore lapidus system was removed per the surgical technique with no patient complications.